Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked; further describe as "water" all over the floor. This occurred during initial drain of peritoneal dialysis therapy. The patient stated that they opened the door to the amia machine and found that the drain line was not connected to the amia cassette. The patient discontinued the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.